Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2015 with the following findings: investigation revealed that the display was discolored. The keypad was found to be intact. Unrelated to the complaint, evaluation revealed that all of the keypad buttons were intermittently unresponsive to button presses. The keypad cover was removed and there was evidence of contamination found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).